Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported was present onsite the 28-nov-2023 morning and no error message on the system occurred. The system was checked before. The system powered on without errors and no injury to the patient. The surgeon converted due to the abnormal 3d image. The initial ports were used. The patient was able to tolerate the conversion.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) replaced the personality module surgeon console (pmsc), video processor (vp) and endoscope controller (ec) to resolve the 3d vision issues. The system was tested and verified as ready for use. Isi has received the components; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the clinical sales representative (csr) called the technical support engineer (tse) to report that the 3d merge was still present at the console even after disconnecting all external monitors, replacing endoscope and powering cycle the system. The surgeon requested for a solution. The tse could not find anything relevant in the live system logs. The tse asked the caller to check if the left and right eye was fine at the vision side cart (vsc). The 3d view seemed to be not well aligned at the surgeon side console (ssc). The surgeon was converting to laparoscopic surgery. The issue has returned causing the system to not work properly. The procedure was converted to laparoscopic surgery and completed with no reported injury.